Manufacturer narrative:
(B)(4). Initial reporter name: the information was requested but has not yet been received. (B)(6). Information in section f provided by the manufacturer. The field service specialist (fss) visited customer site and upon evaluation of the system, the reported blue screen issue was confirmed. Fss replaced the hard disk drive, which resolved the problem. The system meets all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported blue screen occurred with the phacoemulsification machine and that system did not start up. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
Initial reporter name: dr. (B)(6). All pertinent information available to abbott medical optics has been submitted.